Manufacturer narrative:
The unit was returned to natus and evaluated. The customer reported a tear, but no visible damage was found. Adhesive build up was noticed on the vac-pac. The vac-pac remained suctioned, firm and flat for 24 hours, and the failure could not be replicated. The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the vac pac device before and after each use and not to use the device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer reported that the vac-pac lost suction during surgery. The customer stated this vac-pac may have been used only a few times since it is new (under warranty), but they are not certain. The customer reported no patient harm or environmental concerns, but there was a delay in surgery while they connected the vac-pac to suction so they could complete the surgery. The customer reported that they noticed a tear while packing the unit for return shipment. The vac-pac has been returned to natus medical for qa evaluation on 4/10/2018.